Event description:
It was reported that the device displayed all three (charge pak, attention and wrench) icons and failed to power on after installing a new internal battery charger. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended purchasing a replacement defibrillator. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported issue could not be determined. Several attempts to contact the customer regarding the device disposition have been unsuccessful.